Event description:
It was reported that the patient experienced trouble when pumping this inflatable penile prosthesis (ipp). A replacement surgery was performed, during which the existing ipp was removed and replaced with a new malleable device at the request of the patient. There were no patient complications.